Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned with a 62 cm gray stylet in the lead. There was not a guidewire returned with the lead. A guidewire is not recommended for use with this lead model. A stylet insertion test was performed.

Event description:
It was reported that during an attempted implant, after the right ventricular (rv) lead was successfully placed, the physician was unable to retract the guidewire. The rv helix was removed and after several minutes, the guidewire was able to be removed. A thinner guidewire was attempted, however, exhibited the same issue. The rv lead was removed and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.